Event description:
It was reported that while the surgeon was attempting to put in application suture into the patients shoulder joint to stabilize it, the lasso tip became detached from the distal end and remained in the patient's shoulder. Surgeon tried to investigate the whereabouts of remaining distal end but decided to wait for x-ray the following morning for confirmation. It was confirmed that the tip was left in the shoulder.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complainant's event is typically caused by leveraging against hard bone or another instrument. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.